Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer stated that her blood glucose reading was 86 mg/dl by the time the paramedics arrived. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer stated that a bolus she took for a high blood glucose reading, may have been the cause of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.